Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ping meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and during a follow-up call made by the medical surveillance specialist. The patient stated that it was unknown when the alleged product issue began. The patient stated that she obtained unknown results using the subject meter, taken within 20 minutes apart from each other. The patient manages her diabetes using an insulin pump. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "shaky" before the alleged product issue began (date/time not known, and she stated that the symptom was not related to the alleged product issue, as she often felt low blood glucose and this was a normal part of her diabetes condition. The patient stated that she self-treated with 15g of sugar then felt better. The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test, the test strip vial was not cracked or broken, the patient was using an approved sample site, the subject meter was set to the correct unit of measure setting and the patient was using the correct testing technique. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there is no indication that the subject meter caused or contributed to a serious injury. The patient stated that her symptom of "shaky" and treatment of 15g of sugar were not related to the alleged product issue. The alleged product issue was not resolved during troubleshooting.